Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the clinician put a higher concentration of baclofen than intended into the patient¿s pump. The clinician wanted the patient to get a dose of ¿~100mcg/day of baclofen¿ but calculated that the patient would receive ¿~886mcg/day¿ after the bridge was complete. It was reported that the clinician decided to change out the concentration, so she will bring the patient back prior to the bridge completing and would do a ¿removing system contents procedure¿ to remove the old drug from the pump tubing, catheter and reservoir so that the patient never receives the higher baclofen dose. The pump system was delivering baclofen and dilaudid. Additional information received reported that the manufacture representative met with the patient and physician. The patient¿s pump was ¿washed out¿ with preservative free (pf) normal saline, filled with new drug, three boluses were performed to clear the rotor after aspirations and lastly a priming bolus was performed. It was reported that to the manufacture representative¿s knowledge the patient was ¿doing well as she was that day.¿ the physician was trying to mix drugs, depended on a pharmacy with little knowledge, the concentration was way too high.